Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead of a non-pacer dependent patient exhibited loss of capture at high output and loss of sensing. The device had been programmed to vvi at an unknown time. The lead was capped during routine device change out procedure on (B)(6) 2018. Due to the patient¿s age the physician elected to replace with a single chamber device. The patient tolerated the procedure well and there were no complications.